Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The duraseal exact spine sealant system (206520) was returned for evaluation: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis - investigation showed that the sample received back included 2 syringes (borate/phosphate), 2 syringe caps (white/blue), 1 syringe holder, 1 y-connector, 2 loose spray tips, and 1 vial. Loose spray tips and y-connector were visually inspected, none of the components were damaged; however, the spray tips and y-connector presented signs of usage. The blue and white syringe caps were also observed without damages. The syringes were received attached to the syringe holder, they were visually inspected and showed no signs of damage. Both syringes were completely empty; however, the blue syringe had traces of blue solution. The syringes were disassembled to observe the traces in the bottom and top of the blue syringe. The traces in the bottom side looked dry and the traces in the top of the syringe were gelled. The vial was observed with the spike fully depressed. The redline was not visible and the vial had traces of blue solution inside and on top of the bioset. The solution inside of the vial appeared to be gelled. With the sample available for evaluation, the failure mode reported could not be confirmed. Root cause - the reported complaint is not confirmed, and the root cause is undetermined. Product received was tested and the failure mode reported was not confirmed. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while in contact with a patient, the duraseal exact spine sealant system (206520) did not turn into hydrogel form. No patient injury or surgical delay has been reported.